Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. At the time of implant, the proximal neck was 25-31 mm in diameter and 31 mm in length. The left common iliac artery was 13-14-16 mm in diameter and the right common iliac artery was 24-23-19 mm in diameter. The right and left external iliac arteries measured 9 mm in diameter. The patient had an unknown endoleak, possible type IV or I, at the end of the procedure. A type ii endoleak was observed in (B)(6) 2014 and the physician coil embolized the lumbar arteries. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).